Event description:
It was reported that there was a separation between the light blue (mainbody) and the dark blue (female connector) of the twist clamp on a minicap extended life pd transfer set. This caused the patient to be unable to disconnect from the cycler after automated peritoneal dialysis (pd) therapy. The patient had to clamp the transfer set tubing and cut the cassette tubing, then go to the clinic where the transfer set was changed. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H10: one actual sample was received for evaluation. A visual inspection with the naked eye and magnification noted the dark blue female connector was separated from the light blue main body of the twist clamp on the transfer set. Functional testing including leak, clear passage and clamp function testing were performed with no issues noted. The reported condition was verified. The cause of the event was determined to be manufacturing related due to missing the solvent bond between the female connector, insert chip, and main body. Should additional relevant information become available, a supplemental report will be submitted.